Event description:
Spontaneous communication. Patient reports that both ms-3 pumps are functional and are being rotated. However, top part of pump is cracked. Syringe cap replacement sent. Serial number not provided. Pumps due for did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace the device? Part replaced. Did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by: patient/caregiver.